Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hernia repair procedure. The suturing device was being used to suture very thick tissue. Once it was removed from the patient, it was difficult to unload the needle. It jammed and the needle broke outside of the patient. There is still a small piece of the needle in the jaw of the suturing device and the rest of the needle was retrieved from the floor. In order to resolve the issue and complete the case, a new device was opened. The patient outcome is reported as no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.